Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was explanted. Upon completion of product analysis, it was confirmed the ipg was depleted. At this time, it's unknown when or how the ipg became depleted.